Event description:
It was reported that the patient with this electrode received an inappropriate shock, and technical services (ts) was consulted for further review and recommendations. Ts reviewed available data from the patient's subcutaneous implantable cardioverter defibrillator (s-ICD), noting the inappropriate therapy was due to myopotential/movement noise oversensing. In-clinic troubleshooting and programming recommendations were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported. Additional information received on (B)(6) 2026 indicated the patient underwent an electrode reposition that morning, and the electrode was repositioned to a lower position on the left sternal margin. Light provocation testing was done post-operatively. The r-wave amplitudes appeared to have improved, all vectors passed the s-ICD automated screening tool (ast), and the device selected secondary 1 x gain. During arm provocation testing, there was the occasional 's' marker under noise, but nothing sustained. Smart charge was increased slightly to help manage this. No other adverse patient effects were reported. The patient will be seen in clinic in 6/52 for more extensive provocation testing.